Manufacturer narrative:
Manufacturer dates for all devices: unknown.

Event description:
Indication for procedure: removal of fractured ICD lead. Procedure: this was left sided procedure conducted on operating room #5, with CT surgeon scrubbed and present during the case. Md attached the lld-ez to the distal end of the ICD lead and began lasing with the 14f sls. While lasing down the proximal coil located at the svc/right atrial junction, a rapid decrease of the pt's blood pressure occurred. Within 2 minutes the CT surgeon had opened the pt's chest, discovered and successfully repaired a tear of the svc at the right atrial junction. Device analysis: all devices were disposed of during emergent thoracotomy. The device's serial codes were unk, thus preventing a product lot history review. The md does not believe the spnc devices caused the pt's injury. Pt status: pt was transferred from the operating room to the ICU, extubated, awake, and following commands the same day.